Event description:
A 3.0mm diameter x 18mm length ave gfx stent was deployed at the target lesion of the left anterior descending coronary artery after pre-dilatation with a 2.5mm diameter percutaneous transluminal coronary angioplasty balloon. After successful placement of the stent, a 3.0mm diameter percutaneous tansluminal coronary angioplasty balloon was inflated within the stent for post deployment. Post-dilatation of the stent resulted in a dissection that extended from the stent in the left anterior descending artery back to the origin of the left main artery. The angiographic result revealed "hazy" flow in the proximal left anterior descending artery with possible thrombus formation. The final diameter of the deployed stent appeared to be larger than the reference vessel diameter. Subsequenlty, the pt received an intra-aortic balloon pump and was sent to surgery for bypass graft placement. The report from the user facility indicates that the "pt had no complications during these procedures", and there was no add'l clinical sequelae reported relative to the event.